Event description:
The pt originally injured her left knee when she fell at work in 1989. She had her primary left total knee arthroplasty (ltka) done in 1992. Postoperatively, she had continued pain and was unable to completely flex her knee. A revision ltka therefore was performed on 3/15/94 at rptr's facility.